Event description:
The customer reported that during the procedure, the device failed to seal even though an end tone, indicating a completed seal cycle, was heard. There was no tissue damage, no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.